Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw and leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot #5230473 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood spilled out of glass, 10x120 mm, bd vacutainer® specialty tubes seditainer¿ erythrocyte sedimentation rate (esr) system, 5.0 ml, conventional/black closure, paper label, 1.25 ml solution 0.105 m buffered sodium citrate in the moment when filling began. No blood exposure to mucous membrane. No injury or medical intervention.